Event description:
Consumer complaint of blood result reading of "lo". Expected glucose range is 80mg/dl-100mg/dl. The customer confirms that the test strips are stored in the living room. Test strip vial has only been open up for a couple of days. Reviewed the last 5 blood results in the meter memory. (Time and date is wrong) 1/1 12:06pm lo 1/1 12:03pm lo 1/1/ 10:55pm lo 12/18 1054pm lo 12/18 10:36pm lo performed another blood test, lo. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned test strip evaluation resulted in the appearance of "black chemistry". Root cause of malfunction: test strips were likely exposed to high temperature.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with defect found with returned strips ; no defect found on meter. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer complaint of blood result reading of "lo". Expected glucose range is 80mg/dl-100mg/dl. The customer confirms that the test strips are stored in the living room. Test strip vial has only been open up for a couple of days. Reviewed the last 5 blood results in the meter memory. (Time and date is wrong ) (B)(6) 12:06pm lo; (B)(6) 12;03pm lo; (B)(6) 10:55pm lo; (B)(6) 1054pm lo; (B)(6) 10:36pm lo. Performed another blood test, lo . No adverse event reported.